Event description:
The customer stated a vrtx 0002 in task 40 error occurred when an amphetamine assay was about to result on the axsym analyzer. The customer had adjusted the assay cutoff value to 300 prior to processing the patient sample. The customer received the customer communication letter instructing users not to edit the cutoff to avoid the error, but forgot about it. Power was cycled, the amphetamine assay was deleted and reinstalled on the axsym, and the customer recalibrated and added amphetamine quality controls, means, and ranges. The issue was resolved. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.